Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the flare was detached and the wire and catheter were kinked in several sections in the middle of the device. Further evaluation noted there was evidence of flaring process performed during manufacturing. The complaint was confirmed; the device has flare detached. The most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the plastic sheath tore/split when the snare was removed from the scope. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; flare detached.